Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they had pain in their back, a very weak stream, pressure in the anus, felt the lead moving inside their buttocks, and a sharp pressure type pain which was very uncomfortable. Stimulation was decreased to 0.0 but it did not help. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.